Event description:
(B) (6) reported to smiths medical, (B) (4) that the red stopcock disconnected from its housing. There was no pt injury or treatment reported for this event.

Manufacturer narrative:
The subassembly in question is (B) (4) and is manufactured by smiths medical (B) (4). This assembly is incorporated into the finished product ((B) (4)) by smiths medical (B) (4). The finished product is further assembled, packaged and sterilized by smiths medical (B) (4). One stopcock was received with the red plug out of the body. Visual examination found the retaining ring was smeared flush with the body and the undercut in the body that retains the ring was deformed and pulled up. Damage of this type can result from the body sticking in the mold at ejection during the mfg process. Smiths was able to confirm the issue and determine the cause. This appears to be an isolated occurrence. This issue is being monitored for trend. No additional action is necessary at this time.